Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿. 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofiberscope image guide bundle is bent. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat of the image guide pipe is peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on charged coupled device unit, insulation resistance value does not meet the standard value, bending section cover has a scratch, adhesive on bending section cover has a chip, bending tube is deformed, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to deformation of bending tube, right/left lever does not move smoothly, due to damage on forceps elevator lever(surgical products), bending section cannot be fixed firmly, adhesive around objective lens is peeled, video connector has a crack/scratch, light guide cover glass has a scratch, switch 1 and 2 has a scratch, switch one has discoloration, angulation lever has a scratch, right/left plate has a scratch, up/down angulation lever plate has a scratch, grip has a scratch, control unit has a scratch, adhesive on bending section cover has a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.